Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Reviewing of manufacturing records found no indication of product deficiency; therefore, it was concluded that this event was not attributed to product quality. Due to limited information, causation of the reported fractured was unable to be determined. Based on known similar incidents, it was presumed that stress generated with wire manipulation might have contributed to the fracture; such stress could exceed the product's design limit especially when the wire tip was being trapped in the target lesion. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warning] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat an unspecified lesion in the coronary artery. During the pci, an asahi miracle 6 guide wire was used when the tip of the guide wire broke off and remained in the artery. Emergency surgery was performed to successfully remove the separated tip. The patient was in a very good condition and discharged from the hospital.